Event description:
Subject: complaint regarding unacceptable mard for dexcom and request for reduction to 10% over 80 mg/dl dear sir/madam, I am writing to express my deep concern and disappointment regarding the mean absolute relative difference (mard) associated with the dexcom continuous glucose monitoring (cgm) system, which I believe is currently at an unacceptable level. As a user of the dexcom cgm system, I have experienced consistent inaccuracies in the glucose readings, leading to potential risks and challenges in managing my diabetes effectively. The dexcom cgm system has been widely regarded as an innovative and valuable tool for individuals with diabetes, providing realtime glucose monitoring and valuable insights into glucose trends. However, the current mard associated with the system is far from satisfactory, posing serious implications for patient safety and overall well-being. Considering the vital role that cgm systems play in the lives of people with diabetes, it is crucial to ensure accurate and reliable glucose readings. The mard, which represents the average discrepancy between cgm readings and reference values, directly impacts the reliability of the device and influences critical treatment decisions. Therefore, I firmly believe that the mard for dexcom needs to be substantially reduced to a maximum of 10% over 80 mg/dl in order to provide users with the accuracy they deserve. High mard values not only compromise the trust that users place in the dexcom cgm system but also have severe implications for diabetes management. Inaccurate readings can lead to inappropriate insulin dosing, increased risk of hypoglycemia or hyperglycemia, and significant psychological distress. These consequences not only impact the well-being of individuals with diabetes but also burden the healthcare system with avoidable complications and additional costs. I kindly request the FDA to prioritize this issue and work closely with dexcom to address the current mard concerns. It is imperative that the FDA sets [invalid]nt standards and guidelines for cgm manufacturers to ensure the highest level of accuracy and reliability. By reducing the mard to 10% over 80 mg/dl, the dexcom cgm system can become an invaluable tool for diabetes management, significantly improving the quality of life for millions of individuals worldwide. I appreciate the FDA's commitment to patient safety and their dedication to advancing medical technologies. I trust that you will thoroughly investigate this matter and take appropriate actions to enforce stricter mard standards for the dexcom cgm system. Together, we can enhance the lives of people with diabetes and empower them to achieve optimal health outcomes. Thank you for your attention to this urgent matter. I look forward to a prompt response regarding the actions being taken to address this critical issue. Sincerely,(B)(6).